Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with an "air in line" was confirmed in sample evaluation task. During evaluation the technician found out to be air in line - no alarm. The cause was due to defective/inoperative sensor board assembly which was replaced to resolve the reported problem.(B)(4).

Event description:
This is a case report received on (B)(4) 2012, by baxter (B)(4) technician from a customer. It was reported that on (B)(6) 2012 a pump with (B)(4); serial number (B)(4) presented the alarm fg.012 air in line process step was not indicated. There was no patient involved, no medical injury or adverse event reported. Additional information is not expected. Sample available for evaluation. This report was received by local complaint coordinator on (B)(4) 2013. (B)(4).